Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned, tilted within and perforated the inferior vena cava (ivc) wall and caused injury and damages to the patient, including, but not limited to, blood dots, clotting and occlusion of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which require or required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusion within the ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films for review, the reported filter tilt and perforation of the ivc could not be confirmed. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants¿ trapease vena cava filter. The filter subsequently malfunctioned, tilted within and perforated the inferior vena cava (ivc) wall and caused injury and damages to the patient, including, but not limited to blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which require or required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of bilateral deep vein thrombosis through the common femoral veins, right middle and lower lobe pulmonary embolism, human immunodeficiency virus (hiv), diabetes mellitus, bipolar disorder, substance abuse (crack), depression with suicidal ideation, abdominal pain, tachycardia, bilateral inguinal lymphadenopathy, and bone graft on t5-t6 due to fracture/dislocation. The filter was deployed below the lowest renal vein. The filter was at the mid l2 level. The patient tolerated the procedure well. According to the patient profile form (ppf) the patient experienced stress, anxiety, insomnia, pain on right side and extensive swelling in right leg.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned, tilted within and perforated the inferior vena cava (ivc) wall and caused injury and damages to the patient, including, but not limited to blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which require or required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer medical expenses, pain and suffering, and other damages. Additional information received per the medical records indicate that the patient has a history of bilateral deep vein thrombosis through the common femoral veins, right middle and lower lobe pulmonary embolism, human immunodeficiency virus (hiv), diabetes mellitus, bipolar disorder, substance abuse (crack), depression with suicidal ideation, abdominal pain, tachycardia, bilateral inguinal lymphadenopathy, and bone graft on t5-t6 due to fracture/dislocation. The filter was deployed below the lowest renal vein. The filter was at the mid l2 level. The patient tolerated the procedure well. According to the patient profile form (ppf) the patient experienced stress, anxiety, insomnia, pain on right side and extensive swelling in right leg.